Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they got an error 1 message which is a defib failure error message. There was no report of patient involvement.